Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone slightly distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe burned detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure the "aiming beam fires straight out of fiber" at 45,000 joules of use. At 120 watts, "the laser put us in standby for the 1st time." The procedure was continued, then at 49,887 joules of use, it was reported that "energy was coming out of the end." The procedure was completed using a second fiber at 165,168 joules of use. There was no injury to patient reported.